Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in the operating room for change out due to normal eri. Externalized conductors were observed. No anomalies were detected on the lead when tested. The lead was capped and replaced.